Event description:
It was reported that during that during the implant of a transcatheter valve, the valve was recaptured after the first deployment attempt due to an unspecified reason. Upon the second deployment attempt, the valve dislodged into the sinus of valsalva (sov) and ascending aorta; therefore, the valve was recaptured again. Upon 80% deployment of the third deployment attempt, an angiogram was performed that revealed a pseudoaneurysm at the ascending aorta, just above the non-coronary cusp (ncc). However, the patient was hemodynamically stable. Another angiogram was performed that showed the pseudoaneurysm had resolved. Therefore, the valve was fully deployed. Following the implant of the valve, an echocardiogram was performed that revealed paravalvular leak (pvl) of unspecified severity, and an elevated mean gradient. Following the implant procedure, the patient became hemodynamically stable and hypotensive, and was placed on extracorporeal membrane oxygenation (ECMO). Subsequently, open heart surgical aortic repair was performed. Per the physician, the dislodge during the second deployment attempt possibly caused the pseudoaneurysm.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured following the first deployment attempt because it was too deep. The deployment starting point was near the bottom of the pigtail. Prior to dislodgement, the valve was at 8-10 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodged, the valve was at 6-8 mm on the ncc and lcc. Following the valve implant, the paravalvular leak (pvl) was mild. Per the physician, the cause of the pseudoaneurysm was possibly the valve. The open-heart aortic repair was performed because the patient became hemodynamically unstable.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.